Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was investigated under. The device was evaluated and the reported issue was confirmed as it was noted that the power modular and cca card showed signs of electrical overstress. The cca card and power modular were replaced. Device underwent 2k pm service. Mixing and circulation pump were serviced. Heater, drain valves and o-rings were replaced. The arctic sun 5000 was functionally tested, electrical safety tested, and placed on acats. The unit passed all tests, is functioning properly and is ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required. The labeling review is not required because labeling could not have prevented this issue. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that all tank tubing was expanded and requires replacement on the arctic sun device. The power modular and cca card would be replaced due to an electrical overstress.

Event description:
It was reported that all tank tubing was expanded and requires replacement on the arctic sun device. The power modular and cca card would be replaced due to an electrical overstress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.